Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that this had not been a satisfactory surgery or follow up. She kept trying to get a signal for 2 weeks following the surgery. The patient had to go back to her doctor and a nurse was able to activate the battery and it was turned on. The patient stated that the manufacturing representative slipped up and should have made sure the device was turned on before the patient was sent home.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v006785, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that they had just had their implantable neurostimulator (ins) replaced two weeks prior and they had not been able to connect with the patient programmer since implant. Poor communication was reported. The patient was walked through connecting without the antenna and when this was done they reported seeing a "3588" power on reset (por) error code. No symptoms were reported. The patient's indications for use were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. It was noted that the communication issue was resolved on the call but the patient was redirected to their health care provider (hcp) to address the por. No actions/interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.